Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the minicap transfer set and a cassette. The patient was unable to disconnect from the cassette as the patient line was ¿stuck¿ to the transfer set. The white part (twist clamp) of the transfer set was a little loose and was sliding up and down. This was observed while disconnecting from the cycler after peritoneal dialysis (pd) therapy. The transfer set was replaced to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: two (2) photo samples were received for evaluation. A review of the photographs showed an insert chip only indicating the female connector possibly separated from the main body of the transfer set. However, without a sample to evaluate, the sample analysis was unable to verify the reported condition. Should additional relevant information become available, a supplemental report will be submitted.